Manufacturer narrative:
Section a2, a3b, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - the lens was inserted and removed during the same procedure. Section d6b - explant date: n/a - the lens was inserted and removed during the same procedure. Section e1 - first/given name: unknown/not provided. Section e1 - last name: unknown/not provided. Section e1 - email address: unknown/not provided. Section e1 - telephone number: (B)(6). Section h6 -health effect - medical device problem code: 3191: no code available. (Unspecified/other with patient involvement). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. ¿ attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted, cut out and removed on (B)(6) 2025. The issue may have been due to weak eye structure; however, the reason is unknown and there was no report of an issue with the iol. The device is not available for investigation. No further information was provided.